Manufacturer narrative:
(B)(4).

Event description:
It was reported that the shaft became fractured. A stingray lp catheter¿ was selected for use. During unpacking, the device delivery shaft was noted to be fractured. The procedure was completed with another of the same device. No patient complications were reported and patient status was stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The shaft is intact and is not detached. The balloon, markerbands, proximal bond, shaft, and tip were microscopically examined. There is a shaft kink 35.3cm from the hub. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported difficulty. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that the shaft became fractured. A stingray lp catheter was selected for use. During unpacking, the device delivery shaft was noted to be fractured. The procedure was completed with another of the same device. No patient complications were reported and patient status was stable.